Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 3 bd secondary administration set separated from the line. The following information was provided by the initial reporter: over the past week we are having issues with the chamber separating from the line of your secondary set 11448964.

Manufacturer narrative:
H6: investigation summary no product or photo was returned by the customer. The customer complaint of drip chamber separation could not be verified due to the product not being returned for failure investigation. The root cause of this failure could not be identified without a failure investigation. Device history record review for model 11448964 lot number 22019135 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 24jan2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
It was reported that 3 bd secondary administration set separated from the line. The following information was provided by the initial reporter: over the past week we are having issues with the chamber separating from the line of your secondary set 11448964.